Manufacturer narrative:
The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister." Correction to results code provided.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, (B)(6). A medtronic representative, following-up at the site, reported the site declined a navigation system check-out. Reported issue resolved at time of event. On 10/10/2016 software analysis was unable to determine probable cause with the information provided. It is suspected that the frame-to-patient relationship changed which may have invalidated the registration: reported issue could not be replicated. No parts have been received by manufacturer for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealth station s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a spinal fusion cervical procedure, when using the navigated midas rex for a c1 c2 fusion the surgeon nicked the vertebral artery. The surgeon was using the articulating arm and cranial reference frame for the procedure and the medtronic representative noted that the surgeon was leaning on the patient's arm, contorting the patient anatomy. After an hour and a half delay in therapy, while repairing the bleed, the surgeon deemed being inaccurate and discontinued the use of navigation. The surgeon continued and completed the procedure without the use of the navigation system. Delay in therapy was greater than one hour before continuing. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealth station s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.